Event description:
It was reported that during set-up for a surgical procedure at the user facility the tip of the device was found to be loose and wobbly. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event that the tip is loose and wobbly was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during set-up for a surgical procedure at the user facility, the tip of the device was found to be loose and wobbly. No patient involvement or procedural delays were reported with this event.